Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant of the implantable pulse generator (ipg) the patient experienced a hematoma. Pocket revision was carried out to drain and fix the hematoma and the ipg remains in use. No further patient complications have been reported as a result of this event.